Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced high blood glucose after entering a ¿more than¿ meal announcement, with glucose rising and not resolving for approximately two hours despite device use; troubleshooting identified drops of insulin at the luer connector after pushing insulin through the tubing, indicating a potential connection or infusion set supply issue, and the user elected to stop using the device and transition to back-up therapy with a plan for assistance with a site change. Symptoms included hyperglycemia with alerts for very high glucose. Outcomes included temporary interruption of device therapy and use of back-up therapy without medical intervention or hospitalization. Investigation included guided troubleshooting, inspection of the infusion pathway by priming through the tubing, and confirmation of insulin leakage at the connector. Investigation of this case revealed a probable infusion delivery failure at the luer connection consistent with an infusion set or connection integrity problem following a recent supply and site change. It was concluded, based on previously established findings for similar reports, that the cause was infusion pathway compromise leading to underdelivery of insulin.